Manufacturer narrative:
H10: the sample evaluation was completed. A visual inspection was performed and there was no evidence of particulate matter. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dark brown dried substance was observed in a minicap transfer set. This was observed while performing peritoneal dialysis therapy. There was no report of patient injury associated with this event. The patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.